Event description:
(B)(4) was received from the FDA which indicated that on (B)(6) 2009, the patient was implanted with a prodisc-l, level unknown. On (B)(6) 2013, the prodisc-l was explanted due to the patient experiencing increased back and leg problems which resulted in the patient needing to use a wheelchair at times. The patient reported that they had problems in the recovery phase of the revision surgery and have experienced other issues as a result of multiple surgeries. No other information is available. This report is for the sterile, polyethylene inlay with tantalum marker, exact size unknown. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.

Manufacturer narrative:
Product development event evaluation: for the complaint of patient reaction, current controls include surgeon training and surgical technique describing biomechanics, device design, patient selection, and appropriate techniques for correct implantation of device. Note that synthes requires all surgeons to complete comprehensive surgeon training prior to using the product. This training involves one day training by expert faculty and includes hands-on instruction of implantation of the prodisc-l device using cadaveric models. The inferior endplates (pdl-m-ip00s & pdl-l-ip00s) were chosen as the most conservative estimate for implant usage, as the superior endplate and polyethylene inlay both contain the main articulating surfaces. These components may be replaced intraoperatively if the integrity of those surfaces has been suspected to have been altered by the user during implantation. In the case where a multi-level prodisc-l case was performed and continued pain was reported, each level implanted was conservatively counted as contributing to the pain. Current controls remain appropriate, no further mitigations necessary. Several studies report continued or persistent pain as a potential complication of lumbar disc replacement surgery. Although pain is a difficult parameter to define and characterize with respect to surgical treatment modality, some mention of facet loading, altered biomechanics, and treatment of symptoms rather than disease has been made to explain possible contributing factors to post-surgical pain following disc replacement. The prospective, randomized, multi-center FDA ide studies for sb charite and prodisc ii devices were reviewed. It should be noted that the reported occurrence of device related pain includes some level of pain, but does not specify the amount of pain. Typically the amount of pain did not require reoperation, as there was only one device removal adverse event that was device related for both charite and prodisc-l respectively. Additional 5-year results from the prodisc-l ide study show significant improvements in vas pain scores were maintained between two and five year follow up visits. Pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for pro-disc l, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain.